Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber allegation of black spots was unable to be confirm. However, during analysis it was confirmed that no light was exiting the connector face and no aim beam was exiting the fiber tip, indicating that the fiber connector was fractured internally. In addition, the fiber tip had normal degradation. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device instructions for use (IFU) was reviewed. According to the IFU: the fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Based on investigation results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during procedure, the fiber emitted abnormal sound when firing and black dots were found. The procedure was completed with another of same device. There were no patient complications. Analysis of the returned fiber identified there was no light exiting the connector face indicating an internal connector fracture.